Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (500ug/ml,317.03ug/day), bupivacaine (28mg/ml, 18.910 mg/day) and morphine (20mg/ml, 12.993mg/day) via an implantable infusion pump for the treatment of spinal pain. It was reported that the patient's medication was switched from morphine to fentanyl and a bridge bolus was programmed. However, the dosing units were incorrectly programmed for morphine and fentanyl. The patient was at home at the time of the call so the clinic was going to have the patient come back to the clinic to have the error corrected. No patient symptom was reported and the event date was (B)(6) 2018. No further complication was reported.

Manufacturer narrative:
Product ID (B)(4). Unknown implanted: product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The tablet was used to program the pump at the time of the event. The hcp realized the error and called the patient back. The issue was resolved. No further complication was reported.